Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the ER (emergency room) with hypoglycemia and hypothermia. The patient's blood glucose levels declined to 45 mg/dl while wearing the pod. Patient reported she was unable to move, and her face was "frozen". The patient was treated with an unspecified intravenous infusion. The pod was worn at time of ER visit. The patient was released after a few hours. Additionally, the patient believes she had a stroke, but did not get an official diagnosis. Customer states that she had stroke-like symptoms such as her face being frozen and being unable to move for several hours, but did not have her typical symptoms of hypoglycemia.